Manufacturer narrative:
No report of patient involvement. The ge healthcare service representative replaced the electronic sensor interface board (esib) and flow sensors. The unit was returned to service.

Event description:
A ge healthcare service representative performed a checkout of the equipment for a calibration failure and it was noted the mylar flap of the flow sensors were stuck to the top of the flow sensors' housing. There was no report of patient involvement.